Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the receiver showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the failed transmitter error allegation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test failed. Share log review found no data available the complaint could not be determined because the transmitter has no voltage. The reported event of a transmitter failed error was undetermined. A root cause could not be determined.